Manufacturer narrative:
Visual, dimensional, and functional analysis were performed on the returned device. The reported tear in the shaft was confirmed; however, the reported difficulty advancing the balloon catheter over the wire was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Return device analysis noted the guide exit notch was torn completely and the inner and outer member were torn distally to the guide wire exit notch. The tearing of the guide wire exit notch and inner and outer member appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. In this case, it is possible that the guide wire became kinked during use, contributing to the reported resistance and subsequent upon further manipulation of the devices the shaft tore and the guide wire separated; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The bmw universal ii guide wire was advanced into the patient without issue. The 2.0x15mm rx mini trek balloon dilatation catheter was advanced over the guide wire however light resistance was felt and it was noted the guide wire tip had separated inside the catheter lumen and the guide wire exit notch of the mini trek had torn. The devices were removed together without issue. The procedure was completed using another same size mini trek and bmw universal ii guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.